Event description:
It was reported that the drain broke off in the pt when attempting removal. The pt was a female pt who was admitted in 2009 with a traumatic spinal injury. The pt was taken into spinal surgery the following month, at which time two hemovac drains were placed near the posterior midline incision. The case concluded without complication. The pt's medical condition continued to improve after surgery and the pt's md made the decision to remove the hemovac drains. Upon removal of the left hemovac drain, excessive resistance was met when withdrawing the tubing. After removal of the tubing, it was noted to not be intact, indicating a portion of the tubing was retained in the pt's body. Risk mgmt was notified of the adverse event five months later. Additional info has been requested but has not been received. Pt treatment and status are unk.

Manufacturer narrative:
No sample was returned for eval. The sample was retained by the reporting facility. Internal rejects records for the past 24 months were reviewed and those records did not show any rejects related to tensile values. All values within the last two yrs were above those specified in the international standards for surgical drains. (B) (4) the instructions for use state the following precautions to avoid the possibility of drain damage or breakage: warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks; 1069 and 3165 = "l".